Manufacturer narrative:
(B)(4). Batch #r57x2v. Investigation summary the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Not available did the patient require a transfusion? Did not require was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was not any change in the post-operative.

Event description:
It was reported that during an endoscopic radical resection of lung cancer, after severing the vessel, it was noted that staples were malformed with irregular shapes and the anastomotic site was bleeding. Used suture to oversew. The patient is currently stable and in the hospital. There were no patient consequences reported.